Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that he implanted a t2 gtn nail rotation device into a young female patient on (B)(6) 2016. The procedure was a corrective osteotomy for a retroverted femoral head. The nail went in successfully during the primary surgery despite the patient's anatomy. He inserted a partially threaded screw into the compression hole proximally. He then inserted a fully threaded screw distally in the static hole and used external compression device to apply compression to the osteotomy. This was done so the screw was finger tight. The surgeon could see the screw had moved approximately half way down the oblong hole (ie approx 5mm). The surgeon was happy with the osteotomy site. A second locking screw was put in proximally to hold the compression. He finished the case with an end cap, closed the wound and at that point was happy with the outcome. Upon review of a post op CT scan some days after the procedure, the surgeon thought that he had over rotated the foot and decided the revise the patient. The revision took place on (B)(6) 2016. The surgeon reported that the reason for the revision was unrelated to the stryker product but related to the difficult anatomy of the patient. During the revision surgery, the surgeon noticed that the fully threaded screw had bent and that this may have resulted from the 'compression process' during the primary surgery. The screw was removed in one piece during the revision surgery. The surgeon noted that had he not decided to revise the patient he would not necessarily have chosen to revise the patient because of this bent screw. The patient had not been mobilised at all after the primary surgery.

Manufacturer narrative:
The evaluation revealed the deformed locking screw to be the primary product. During investigation no material, design or manufacturing related matters were found. The screw was documented as faultless prior to distribution. The received t2 locking screw shows an evidently deformed screw body. Ten thread windings, beginning from the screw tip, are completely flattened, abraded and deformed toward the screw tip. The surface at the transition to the screw head is abraded as well. Medical aspects: no medical records were available for review. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Referring to the event description ¿he inserted a partially threaded screw into the compression hole proximally. He then inserted a fully threaded screw distally in the static hole and used external compression device to apply compression to the osteotomy¿ a second locking screw was put in proximally to hold the compression.¿ according to the operative technique under section external apposition/compression mode ¿distal freehand static locking with two fully threaded locking screws must be performed prior to applying active, controlled apposition/compression to the fracture site¿ and thus, the case is rather related to a user error and has to be classified as user-customer-deviation from surgical technique. With given information no deficiency of the screw in question was verified. Summarizing above information the implant most likely bent due to over-compression, which is supported by the event description ¿the fully threaded screw had bent and that this may have resulted from the 'compression process' during the primary surgery¿. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The surgeon reported that he implanted a t2 gtn nail rotation device into a young female patient on (B)(6) 2016. The procedure was a corrective osteotomy for a retroverted femoral head. The nail went in successfully during the primary surgery despite the patient's anatomy. He inserted a partially threaded screw into the compression hole proximally. He then inserted a fully threaded screw distally in the static hole and used external compression device to apply compression to the osteotomy. This was done so the screw was finger tight. The surgeon could see the screw had moved approximately half way down the oblong hole (ie approx 5mm). The surgeon was happy with the osteotomy site. A second locking screw was put in proximally to hold the compression. He finished the case with an end cap, closed the wound and at that point was happy with the outcome. Upon review of a post op CT scan some days after the procedure, the surgeon thought that he had over rotated the foot and decided the revise the patient. The revision took place on (B)(6) 2016. The surgeon reported that the reason for the revision was unrelated to the stryker product but related to the difficult anatomy of the patient. During the revision surgery, the surgeon noticed that the fully threaded screw had bent and that this may have resulted from the 'compression process' during the primary surgery. The screw was removed in one piece during the revision surgery. The surgeon noted that had he not decided to revise the patient he would not necessarily have chosen to revise the patient because of this bent screw. The patient had not been mobilised at all after the primary surgery.